Event description:
The initial reporter alleged a discrepant reactive result for one patient sample tested with the elecsys ahcv ii assay on a cobas e 411 analyzer. The elecsys ahcv ii assay result was reported as 'more than 20 coi' (reactive), while a non-reactive result was obtained using the mindray instrument. No re-runs of the sample were performed.

Manufacturer narrative:
The analysis was performed on a cobas e 411 analyzer. The analyzer serial number was not provided. The investigation determined that the elecsys ahcv ii assay performed within specifications. The investigation was limited due to the unavailability of the patient sample and insufficient quality control data, as no qc was performed by the customer. Calibration data was also not available for review. A definitive root cause for the reported event could not be determined based on the available information. The customer was advised to reassess the patient and perform the analysis in accordance with the method sheet. Additionally, it was recommended to implement good laboratory practices, including running quality control before processing patient samples.